Event description:
It was reported that the patient received multiple inappropriate shocks from oversensing due to a clavicle rib crush lead fracture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.